Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of a screen. A multifocal lens is observed in the eye. A linear mark/material is observed. The mark starts near one optic/haptic junction and extends across the lens. Information stated the indicated mark/material could not be removed. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the foreign body was noticed on the optic of the lens, surgeon tried to remove it with aspiration but it was unable to be removed. Surgeon confirmed that it isn¿t a scratch, looked like a thread. Additional information was requested.